Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to no power on (only vibrate when press reset button). Opened receiver case for interior and battery inspection and passed. The log was not downloaded due to unit does not power on after charging and no data was reviewed. Finding related to complaint in troubleshooting: u9 was defective, by voltage at tp48 measured= 0.03v (failed), known good voltage should be 3.4v. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.